Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation result of clip assembly stuck into the bushing. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that the clip assembly bottom part was deformed. Functional evaluation was performed, and it was found that the handle does not have communication with the clip assembly. No other problems with the device were noted. The reported event of clip remained inside the sheath was not confirmed. It is possible that the physician unknowingly activates the clip and then the clip got detached from the catheter. Subsequently, due to this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned and most likely the physician kept pulling back the clip, causing the control wire and clip detachment, causing a deployment problem. Regarding the damages found on the clip assembly, this is likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, when the physician attempted to advance the clip, the clip never came out and remained inside the sheath. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of clip assembly stuck into the bushing. Please see block h10 for full investigation details.